Event description:
The patient heard the critical two-toned alarm and experienced severe withdrawal with increased pain and flu-like symptoms; the patient also lost 21 pounds in ten days. The pump was interrogated on (B)(6) 2012 and a motor stall was noted in event logs with no motor stall recovery recorded; the motor stall occurred (B)(6) 2012 @ 0342 with a "stopped pump period may exceed tube set" message on (B)(6) 2012 @ 0342. The pump was replaced. The patient outcome was reported as "no injury". The device system was delivering dilaudid.

Manufacturer narrative:
Product ID, neu_unknown_cath, serial# unknown, implanted: 2001 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information indicated the patient went out of town on the day the pump had stopped. The pump was noted to have stopped at 3:30 am when the patient was in bed sleeping. Later that day, the patient stated that he "didn't feel good". In the following weeks, the patient stated that he "thought he was dying". The patient stated that "it took him six days to figure out what was wrong". No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed a gear train anomaly and corrosion, wear, and/or lubrication of the motor.